Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio due to a missing speaker connection prong. The technician confirmed the device had been tampered causing internal damage to the device. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to tampering.

Event description:
During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.